Event description:
Reporter indicated that vns pt suffers from vocal cord paralysis and significant swallowing problems since implant. It was reported that the pt has not received benefit from the vns therapy, but that parameter adjustments continue to be made in hopes of gaining seizure control. Attempts to obtain additional info have been unsuccessful to date.